Event description:
The customer reported the 840 ventilator failed to calibrate the oxygen (o2) sensor. There was no pt involvement at the time the failure occurred. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).